Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips filed service engineer (fse) conducted a site visit and identified the system does not start up. Upon troubleshooting fse found that the computer initially failed to boot after a power outage. To resolve the issue the power button on the host pc was manually pressed to initiate the boot process by fse, and subsequent restarts verified the system's stability. After that the system was returned to use in good working condition. The codes were updated based on the investigation outcome.